Manufacturer narrative:
The complainant was unable to report the device upn and lot number; therefore, the manufacture and expiration date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands successfully deployed; however, the bands would not stay on the varix and slide off. The patient re-bleed. There was no intervention required to treat the bleed as it stopped on its own, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.